Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis. The customer's blood glucose was not recorded at the time of the call. It is unknown what may have caused the hospitalization. The customer was assisted with programing the basal rates on their insulin pump. Details of the hospitalization were not provided. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.